Manufacturer narrative:
The explanted ipg was not returned to bsn for analysis as it was discarded by the medical facility.

Event description:
A report was received that a patient's ipg was explanted, because it was eroding through the skin. The patient was reportedly doing well following the explant procedure.